Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) screen was intermittently freezing. Where the waveforms just stop in place, and they cannot even access the system setup button. At that point, they cannot interact with the cns at all. They can move the mouse cursor around; but when they click on something, it will not respond. They removed the hdd in the port 0 drive and replaced it with the hdd in port 1 drive and the issue was resolved. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) screen was intermittently freezing. Where the waveforms just stop in place, and they cannot even access the system setup button. At that point, they cannot interact with the cns at all. They can move the mouse cursor around; but when they click on something, it will not respond. They removed the hdd in the port 0 drive and replaced it with the hdd in port 1 drive and the issue was resolved. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the display screen on the central nurse's station (cns) was intermittently freezing. They could move the mouse cursor around, but there was no response when clicking on a selection. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the display screen on the central nurse's station (cns) was intermittently freezing. They could move the mouse cursor around, but there was no response when clicking on a selection. They removed the hdd in the port 0 drive and replaced it with the hdd in the port 1 drive. This resolved the issue. No patient harm was reported. Investigation summary: ts instructed the bme to restart the cns, but the issue persisted. The next day, the bme called back and inquired about touchscreen calibration. Ts guided him through the calibration process and advised him to check the usb cable connection. Despite the customer's attempts, the freezing problem persisted. Ts then suggested removing the port 0 hdd to test if the issue was related to that particular drive. After removing the hdd, the cns ran without freezing, indicating a problem with the port 0 hdd. The biomed was instructed on how to restore the raid by re-inserting the hdd and monitoring the rebuilding process. Once the rebuild was successful, the cns ran uninterrupted for 24 hours. Having to rebuild the raid is an indicator that the hard drives are beginning to fail. Hdds are electronic components that may deteriorate over time and may wear from continual use. Possible causes of failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. Other possible causes of the issue are power surges/interruptions and wear and tear. Any events that involve fluctuations and changes in the voltage such as power outages and generator tests may damage the hdds. Fluid intrusion, dust accumulation, or a lack of maintenance on fans, air intake, and other components may lead to overheating of the hard drive and subsequent failure. When hard drives fail, this failure can manifest in different ways. There can be an error message (e.g., "hdd access error," "ssd access error," "ssdx error," or "threshold breach"), or the device may reboot, the device could display a blue failure screen, or the device screen could "freeze." The unit may sometimes then restart, or the device may need to have the hard drives replaced. Sometimes a hard drive can be rebuilt by the backup disk (i.e., the system has redundant array of independent disks (raid) - which puts multiple hard drives together to improve performance). Attempt #1 10/13/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded with complaint details, but did not provide additional device or patient information as requested. Additional information: b4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H6: event problem and evaluation codes. H10: additional manufacturer narrative.